Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive on the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800 system. The patient sample originally generated a positive sars-cov-2 result on (B)(6) 2021. A new sample was collected and returned negative results when tested on a competitor assay the same day. The patient was tested again with a new sample collection on (B)(6) 2021 which likewise produced a negative result. The positive result was initially released but no harm was alleged. The patient samples were collected with a nasal swab and run using saline media (virus stabilization tube). The samples were equilibrated to room temperature prior to transfer into a cobas omni secondary tube without vortexing. No further information is currently available regarding sample collection or preparation. According to the method sheet: the test is intended to be used for the detection of sars-cov-2rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. An investigation was performed to evaluate the customer issue which did not identify any product problem. A review of the data identified that the original positive result generated CT values indicative of a sample near or below the limit of detection. Additionally customer workflow can also not be ruled out.

Manufacturer narrative:
A customer alleged a single result discrepancy when testing with cobas sars cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to results generated on a non-roche test. An investigation was performed to evaluate the customer issue which did not identify any product problem. A review of the data identified that the original positive result generated CT values indicative of a sample near or below the limit of detection. Additionally customer workflow can also not be ruled out. (B)(4).